Event description:
The pt received an scs system including an ipg, two percutaneous leads and two lead anchors on (B)(6) 2011. It was reported the pt underwent tanning with her stimulation in use. The resulting incidence resulted in painful overstimulation. The pt reportedly has not utilized her scs system since that time, but feels soreness in the area between the ipg site and spine. An appointment with the implanting physician has been scheduled for further interrogation. F/u with the pt found that the pt's scs system appears to be functioning as intended and she has not experienced the same abrupt increase in stimulation initially alleged. No further complications have been reported since the initial incident occurred.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.